Manufacturer narrative:
H6, medical device problem code: a150202, malposition of device, has been added.

Event description:
A sixty-one-year-old male with a history of coronary artery disease status post percutaneous coronary intervention (pci) 20 years prior, non-st-segment elevation myocardial infarction, and new onset congestive heart failure presented to the emergency department with complaints of chest pain and shortness of breath. The patient was diagnosed with an acute myocardial infarction complicated by cardiogenic shock. The clinical team made the decision to implant an impella cp device for hemodynamic support. The impella cp was successfully implanted, and the patient was transferred to the main hospital intensive care unit. On the following day, the impella cp device was noted to be malposition. Attempts to reposition the device under echocardiographic guidance resulted in only minimal improvement in its location, and the pump was observed to be interacting with the papillary muscles. The patient was started on vasodilator therapy overnight, but this therapy was discontinued due to hypotension. On the second day, the patient¿s urine appeared red/pink, and lactate dehydrogenase levels were increasing. The clinical team did not believe these findings were related to the impella cp. The treatment team considered escalation to an impella 5.5 device; however, the axillary artery was determined to be too small, and the cardiac surgery team declined the procedure at that time. The patient experienced intermittent episodes of ventricular tachycardia and was started on amiodarone. A temporary transvenous pacemaker was in place. On the third day, the patient remained critically ill and was determined not to be a candidate for advanced therapies. The patient became anuric, and continuous renal replacement therapy was initiated. As the patient¿s condition continued to deteriorate, veno-arterial extracorporeal membrane oxygenation (ECMO) was initiated. The plan over the next two days was to escalate support to an impella 5.5 device after further consultation with cardiac surgery, followed by removal of the impella cp. On the seventh day, the impella 5.5 device was implanted, and the impella cp device was removed without complications. The patient returned to the intensive care unit supported with ECMO and the impella 5.5 device. While the impella cp is coded for the complications, they were more likely related to the patient¿s underlying medical conditions and pump malpositioning. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.